Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset instructions, assisted in resetting the pump, and confirmed that the malfunction code did not recur. The customer was allowed to continue using the pump and was advised to contact support if the issue reoccurred.